Event description:
It was reported that the needle came off from the suture; it was not retrieved and no attempt was made to retrieve it.

Manufacturer narrative:
During a recent review (2010) of customer vigilance reports filed, this complaint was discovered. No further information was able to be provided from the customer. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event is a reverse pulling force applied to the suture which can disengage it from the needle crimp. This may occur in an attempt to retrieve a needle that is not fully deployed through the tissue and not fully captured by the suture-passing instrument. This is the first complaint of this type for this part/lot combination. The investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Remains in the patient.